Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture generated growth of the bacteria enterobacter cloacae which is an organism that is often implicated in peritonitis due to a breach in aseptic (touch contamination) technique. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse.

Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported they had an infection when placing a call to order ancillary supplies/bleach wipes. There were no reported allegations of any issues with the fresenius products in relation to the infection. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient was experiencing abdominal pain. As a result, on (B)(6) 2023, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the patient¿s pd culture grew the bacteria enterobacter cloacae, and the patient was diagnosed with peritonitis. The patient was treated with intra-peritoneal (ip) antibiotic therapy with ceftazidime (per clinic protocol) on an outpatient basis. The nurse stated the patient continues pd therapy with the same cycler and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient breach in aseptic technique during the pd exchange.

Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported they had an infection when placing a call to order ancillary supplies/bleach wipes. There were no reported allegations of any issues with the fresenius products in relation to the infection. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient was experiencing abdominal pain. As a result, on (B)(6) 2023, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the patient¿s pd culture grew the bacteria enterobacter cloacae, and the patient was diagnosed with peritonitis. The patient was treated with intra-peritoneal (ip) antibiotic therapy with ceftazidime (per clinic protocol) on an outpatient basis. The nurse stated the patient continues pd therapy with the same cycler and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.